Event description:
Per the patient's father, the patient fell in 2007, hitting his head on the implanted side. The father also reported that the child did not hear as well as he had previously. Implant testing at the cochlear implant clinic (no date provided) showed normal impedance measurement. The results of an integrity test done the following month, were consistent with intermittent device function. An x-ray was done after the integrity test. The x-ray showed that the magnet had migrated from the pocket in the internal device. The misplacement of the coil due to the migration of the magnet could cause intermittency. Therefore, implant testing in the clinic was repeated with the external coil held over the internal coil. Neural response telemetry measurements and behavioral auditory responses indicated that the implant was working well. Revision surgery to replace the magnet is planned.